Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and passed out and was taken to the emergency room (ER). While at the ER, the customer was treated with dextrose via intravenous (IV). Approximately 4 hours later, the customer left the ER with a bg level of 171 mg/dl. Reportedly, the customer alleged that the personal profile settings switched to a profile for higher bg levels. Review of the pump data logs verified that the customer interacted with the pump and switched the personal profiles at the time of the reported event. The customer acknowledged the information and verified that the user error led to the reported low bg event.